Manufacturer narrative:
(B)(4) concomitant medical products: 113629, comp primary stem 9 mm mini, 125640. Xl-115364, arcom xl 44-36 std +3 hmrl brg, 372480. The 115310, comp rvrs shldr glnsp std 36 mm, 755010. The 010000589, comp rvrs 25 mm bsplt ha+adptr, 778660. The 115382, comp rvs cntrl scr 6.5 x 30 mm st, 448390. The 180505, comp locking screw 4.75 x 40 mm, 544910. The 180505, comp locking screw 4.75 x 40 mm, 402260. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01475, 0001825034-2018-01477, 0001825034-2018-01478, 0001825034-2018-01479.

Event description:
It was reported that the patient underwent left shoulder surgery and during the 6-month follow up visit the patient reported level 7 pain (pain score 0=no pain-10=worst pain) with difficulty performing daily activities and taking no pain medication. Patient reported feeling that their shoulder was unstable (as if it was going to dislocate) at level 3 (0 being very stable, 10 being very unstable). At 1-year follow up visit, the patient reported level 8 pain (pain score 0=no pain-10=worst pain) with difficulty performing daily activities and taking no pain medication. Attempts have been made and additional information on the reported event is unavailable.